Event description:
Customer reported an abo mistype on the echo with anti-a (murine monoclonal) series 1. An a pos sample resulted as o pos.

Manufacturer narrative:
Review of instrument images: batch (B)(6), tested on (B)(6) 2012, sample (B)(6). Cmt plate: (B)(6), exp: (B)(6) 2012. Mono control: lot#: 492090, exp: 16jun2013. Anti-a: lot#: 101821, exp: 09jun2013. Anti-b: lot#: 203402, exp: 09jul2013. Anti-d: lot#: 504822, exp: 11aug2013. Mono control is negative and the well visually appears negative with a well score of 0. Anti-a is negative and the well visually appears negative with a well score of 0. Anti-b is negative and the well visually appears negative with a well score of 0. Anti-d is 3+ and the well visually appears positive with a well score of 60. Batch (B)(6), tested on (B)(6) 2012. Sample (B)(6), cmt plate: (B)(6), exp: 03jan2013. Mono control: lot#: 492091, exp: 16jun2013. Anti-a: lot#: 101832, exp: 23aug2013. Anti-b: lot#: 203411, exp: 31aug2013. Anti-d: lot#: 504830, exp: 28oct2013. Mono control failed and the well visually has a bubble in it. It gave an equivocal reaction with a well score of 4. Anti-a is negative and the well visually appears negative with a well score of 0. Anti-b is negative and the well visually appears negative with a well score of 0. Anti-d is positive and the well visually appears positive. A graded reaction was not given, due to the monocontrol failure. A well score of 82 was given. Customer tested sample with an anti-a1 lectin and it was negative. Advised the customer that this means the patient is a1 negative and is a subgroup of a. There is no history on the donor. According to the package insert, very weak subgroups (of a and b) may not be detected by these reagents.